Event description:
The customer reported to olympus, during preparation for use, subject could not be recognized with the hd autoclavable camera head. It was noted, image switch was on but it looked dark with shadows. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the subject device had no image. It was noted that the cable unit will be replaced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and h4 correction. H4: corrected the device manufacturer date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the image did not display because of the video function not properly working due to faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.